Event description:
It was reported when using the pyxis medbank system, patient medication was not showing on list as metaquotes language 5 was down. The customer stated that during the malfunction there was a need of critical medication (oxycodone 5mg) for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medication was not showing on list as meta quotes language 5 was down. A technical support specialist verified that the issue was resolved after syncing meta quotes language 5. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported when using the pyxis medbank system, patient med was not showing on list as mql was down. The customer stated that during the malfunction there was a need of critical medication (oxycodone 5mg) for a patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by software failures. A technical support specialist verified that the issue was resolved after syncing mql. The system functioned as intended after the technical support specialist troubleshooted the device.